Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did any component of pouch fall into patient? No. If component fell into patient, was component retrieved? N/a. Did any part of specimen fall into patient when user attempted to remove specimen? Yes. Was there any change to procedure or post-op patient care? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: did any component of pouch fall into patient? If component fell into patient, was component retrieved? Did any part of specimen fall into patient when user attempted to remove specimen? Was there any change to procedure or post-op patient care?

Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure, the pouch broke as the specimen was being removed. The procedure was completed by making a larger incision and the specimen was extracted without a bag. There were no patient consequences reported. Device will not be returned.